Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. There was no button error alarm present. The device had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers on the device do not ramp up on their own and the scroll bar does not move without input. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 304 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.